Event description:
The customer reported that a "collimator iris pot error" appears on the display, but the iris collimator still functions normally. Only the preview lines do not appear.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the iris pot wiper wire in the h.v. Cable assembly with a spare to remedy a possible intermittent wire issue. The 9800 is functioning as intended.